Manufacturer narrative:
Product complaint # pc (B)(4). The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent ¿ was the blake drain removed or replaced surgically? ¿ if yes, was a second surgery needed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. During surgery, in which a hemostat was used, a drain was clogged. Clogging was cleared up using water, then the surgery was completed. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/27/2021. Addtional information requested and provided: was the blake drain removed or replaced surgically? => as mentioned in the additional information, clogging in the drain occurred not after the surgery but during the surgery. The clog in the drain was cleared using water during the same surgery. If yes, was a second surgery needed? Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/30/2020. Additional information requested and provided: please explain which ¿drain was clogged¿? No further information is available. Please explain the relationship between the ¿clogged drain¿ and the use of surgiflo hemostatic matrix kit with thrombin? No further information is available. Prior to the clogging of the j-vac drain, what was the amount of blood being drained? No further information is available. Did the j-vac drain clog towards the end of the surgery? No further information is available. No further information will be provided. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided including start date, causality assessment of event, onset date of events. No further information is available. No further information will be provided. The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Was the blake drain removed or replaced surgically? If yes, was a second surgery needed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.